Manufacturer narrative:
Anastomotic coupler 2.5mm failed by coming open during mandibular reconstruction free flap anastomosis surgery and had to be replaced with a different anastomotic coupler 2.5mm device. Device has not been returned by the hosp. If add'l pertinent info becomes available, a supplemental report will be submitted.

Event description:
Surgeon used a 2.5mm coupler during a mandibular free flap reconstruction. The 2.5mm coupler failed and was removed and replaced with a different 2.5mm coupler without incident. Post operation 5 days surgeon reports a delayed venous occlusion and free flap loss. Surgeon reports on day 3 postop flap was perfect.